Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise on the discriminator channel and classified supra ventricular tachycardia as ventricular tachycardia. The physician decided to not make any programming changes. The patient was stable.